Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed, 30x 3.5-4.5 mm target lesion was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery and left main (lm) artery. Predilation was performed using an unspecified balloon catheter. A 4.00x32mm promus element drug-eluting stent was selected and advanced to treat the target lesion. However, the physician found that the stent surpassed the distal marker inside the patient without the stent being deployed. The physician then withdraw the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified hypotube kinks at various locations along the catheter. The stent moved approximately 7mm distally from the distal edge of the proximal markerband. Mid stent damage was noted also as stent struts were raised. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed, 30x 3.5-4.5 mm target lesion was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery and left main (lm) artery. Predilation was performed using an unspecified balloon catheter. A 4.00x32mm promus element ¿ drug-eluting stent was selected and advanced to treat the target lesion. However, the physician found that the stent surpassed the distal marker inside the patient without the stent being deployed. The physician then withdraw the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.